Event description:
Additional information was received from a company representative (rep) indicated the status of the stalled pump was confirmed. The replacement procedure was already performed and the patient was now receiving effective therapy with the new pump. The planned date of the revision/replacement was the date the explant replacement was performed (date not provided). The indication for use was intrathecal baclofen therapy (itb). The model/serial number of the replacement pump was impossible to obtain as well as if a tube set message was present in the logs.

Event description:
On 2015-12-01 additional information was received from a company representative, confirming that the product would not be returned.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient in (B)(6) who was receiving intrathecal lioresal via an implanted infusion pump. The lot number was not obtainable. The pump was interrogated and the stall appeared in the logs. The pump motor had stalled twice and did not recover. The physician attempted to reprogram; however, this was not successful. The patient was spastic. The issue was not resolved at the time of the report. The device status was noted as implanted but out-of-service. The physician was planning to discuss with the neurosurgeon to get the "defective" pump replaced but unknown if planned at the time of the report. The patient status was "alive - no injury". Follow-up for drug and device information, cause of the motor stall, and outcome was initially performed. It was further reported that the cause of the motor stall was not determined. The catheter was not checked for kinks or occlusions. The patient was currently receiving effective therapy and was "ok". The product was expected to be returned. Further follow-up was performed to confirm details of the stall, revision/explant date, replacement information, and indication for use. Should additional information be received a supplemental report will be filed.